Manufacturer narrative:
This is a supplemental report to initial report #2032640-2018-00006 in which the FDA registration number was incorrect. After several attempts to obtain additional information, none was provided. If further information is received a supplemental report will be submitted.

Event description:
A detective reported that he suspected the v60 ventilator had been tampered with by a patient¿s family causing the patient¿s death. The patient circuit had been taken off and a dollar bill and a syringe was found at the gas outlet port. The outlet was not completely occluded. More information has been requested. An (B)(6) year old female patient was placed on a v60 ventilator occasionally to increase oxygen saturation levels.